Event description:
It was reported that the left ventricular (lv) lead was surgically abandoned/capped due to extracardiac stimulation. The lv lead has not been replaced. No patient complications have been reported as a result of this event. The patient is part of the system longevity study.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the patient is now a participant in the product surveillance registry clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, which indicated the lv lead had an elevated threshold in addition to the diaphragmatic stimulation. The lv lead remains inactivated. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.